Event description:
Per the surgeon, the patient developed an infection at the implant site and was subsequently treated with antibiotics (date and type not reported), however, the issue did not resolve. The implant site re-opened, leading to extrusion of the device. The device was explanted on (B)(6) 2021. Re-implantation is planned but had not taken place at the time of this report.